Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to medical judgment system upgrade, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion (40.5 cm) of the lead was returned, analyzed, and revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated apparent explant damage. (B)(4).